Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. The shock impedance had gradually increased and it was suspected that physiologic changes may have contributed. A revision procedure was performed. This ICD was explanted and discarded and the rv lead was surgically abandoned. No additional adverse patient effects were reported.